Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was used in the pancreaticobiliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, while sphincterotomy was being performed, once the device was energized, the cutting wire of the jagtome rx 39 broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4).